Manufacturer narrative:
Product ID 309328, lot# 0205514205, explanted: 2012 (B)(6); product type lead.

Event description:
Additional information received from the manufacturer representative and additional review indicated the re-wire had occurred on 2012 (B)(6) and not 2015 (B)(6) as previously reported. The lead was giving about 50% improvement in symptoms since the prior revision, but then it failed to help symptoms after 3 months, approximately in (B)(6) 2012. Via x-ray, it was noted, the battery had been turning and the lead pulled back through the sacrum with tension. It was also clarified that the new lead that was implanted was kept on the same side of the patient, which was the right side. Refer the manufacturer report #9614453-2015-02167. The referenced report captures an event regarding a previous revision the patient had.

Manufacturer narrative:
Concomitant medical products: product ID 309328, product type: lead. (B)(4).

Event description:
The healthcare provider, via the manufacturer representative, reported the patient was having back pain in (B)(6) 2012. The patient had a history of back pain of unknown origin. The pain improved with the implant switched off. An x-ray showed that the "wire" was twisted and no longer in position. A lumbar/sacral spine CT taken in (B)(6) 2012 was unremarkable and no stenosis was noted. A "re-wire" was done on (B)(6) 2015 and a new lead was implanted on the opposite side. There was good continence on programming. No further information was reported. A follow up report will be sent if additional information is received.